Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), infection ("frequent infections"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (in 2014, plaintiff underwent surgery to remove her essure coils). Essure was removed in 2014. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abnormal weight gain, tooth disorder, infection, alopecia, fatigue, abdominal pain, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, infection, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: her coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted during 2007 and experienced chronic pelvic pain / severe pain. She underwent surgery to remove her essure coils in 2014. Pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. In the present case, limited information was provided. The case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), infection ("frequent infections"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and dyspareunia ("pain during intercourse") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (in 2014, plaintiff underwent surgery to remove her essure coils). Essure was removed in 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, pelvic discomfort, menorrhagia, back pain, abnormal weight gain, tooth disorder, infection, alopecia, fatigue, abdominal pain, abdominal distension and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, infection, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: her coils were properly placed. Concerning the injuries reported in this case, the following one was reported via social media: pregnant . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: new information: patient's age. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") and pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), infection ("frequent infections"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and dyspareunia ("pain during intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (in 2014, plaintiff underwent surgery to remove her essure coils). Essure was removed in 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, pelvic discomfort, menorrhagia, back pain, abnormal weight gain, tooth disorder, infection, alopecia, fatigue, abdominal pain, abdominal distension and dyspareunia outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, infection, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: her coils were properly placed. Concerning the injuries reported in this case, the following one was reported via social media: pregnant. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new event added from social media (pregnant). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), infection ("frequent infections"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (in 2014, plaintiff underwent surgery to remove her essure coils). Essure was removed in 2014. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abnormal weight gain, tooth disorder, infection, alopecia, fatigue, abdominal pain, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, infection, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: her coils were properly placed company causality comment . This litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted during 2007 and experienced chronic pelvic pain / severe pain. She underwent surgery to remove her essure coils in 2014. The pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. The limited information was provided. The case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.